Manufacturer narrative:
Zoll medical corporation has received the product and will be providing follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown). The device displayed "check pads" and "poor pad contact" messages with internal handles attached. Complainant indicated that the clinician obtained another device to continue treating the patient using the internal handles. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Complainant indicated that subsequent biomed testing of the device was unable to duplicate the malfunction.